Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with palpitations. The right ventricular (rv) lead was determined to have been undersensing. The lead remains in use. No patient complications have been reported as a result of this event.